Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while calibrating the real intelligence robotic drill in a cori assisted tka surgery, an error message of "communication failure" was promoted. They tried to reboot the cori again but same error occurred. They tried to calibrate a backup robotic drill, but were unable and also received the "system time out" message. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the surgery, a new robotic drill was used to test the system and successfully passed the calibration page and no error was found.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6) intended for use in treatment, was not returned for evaluation. The reported problem could not be confirmed with a visual or functional evaluation due to the device not being returned. A review of the relevant log file and screenshots was performed. Drill sn(B)(6) had numerous communication failures due to failure during homing (error code exposure_motor_indexing_failure.)drill sn(B)(6) was then used, and three system time out errors occurred before switching back to the original drill. The system time out errors were classified as recoverable, and did not crash the app. When drill sn(B)(6)was attempted to be used again, it had a system time out error and failed calibration. The issues appear to be with the drills, and not the console itself. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with faulty connections in the 2 drills used during the case. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.